Event description:
It was reported that during reprocessing; the flex video scope device up/down lever would not go up and down. It was stuck. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed; no angulation, heavy/hard to turn knob. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported event is component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.